Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance and also had a high number of short interval counts (sic). The lead was capped and was not replaced per the patient¿s request. No patient complications have been reported as a result of this event.